Event description:
The product complaint report shows the customer alleged the audible alarm was not working. The customer replaced the interface pcb to repair the device. The customer could not recall the serial number of the ventilator and had no immediate plans to return the pcb to the factory. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.